Manufacturer narrative:
Product complaint: (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue/ during tying)? The issue was found during passage through tissue. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? Procedure name and date? Event date? No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During surgery, when putting the first stitch, it was found that a part of the suture had been torn, so use was stopped. It is unknown whether the suture had been torn when opening the package. There were no patient consequences reported.